Event description:
The reporter sent in a report and sample in regards to a bd l-cath catheter breaking while indwelling in a patient. This incident was referenced with manufacture report number 1710034-2006-00072. The report mentioned that the hospital has had five additional incidents that occurred in late 2005. And an incident in early 2006. The hospital was contacted concerning the additional incidents and the reporter stated that the nurse practitioners place and remove the PICC lines. The nurse practitioners worked under the physicians and kept a list of catheters that broke by month. When the last one broke (1710034-2006-00072) these incidents were brought to the nurse manager's attention. One catheter did have to be surgically removed, but the nurse manager is unsure of which one. The samples were not saved and the lot numbers were not recorded.